Event description:
The customer reported to olympus, the resection sheath's ceramic tip was damaged. The issue was found during preparation for use. There were no reports of patient harm as there was no patient or procedure involved.

Manufacturer narrative:
The subject device was returned to a 3rd party repair center for evaluation and the reported issue was confirmed. The device evaluation found that the tip was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Field d9 was inadvertently selected, information already captured in the initial report. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was evaluated by a third party and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the ceramic tip is damaged occurred due to thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. The event can be detected and prevented by handling the device in accordance with the following instructions for use: 4. Before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.